Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Additional information has been requested however not received. The lot is unavailable. When did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. During passage through tissue please perform and document the follow up attempt for product return. No device can be returned. H3 evaluation: this is an analysis for a photo submitted to ethicon for evaluation. No product received. During the visual analysis, the following was observed: the photo shows a needle held with surgical forceps; the suture appears partially detached. A clear analysis of the end point of failure or the needle hole could not be performed due to the position of the needle as the device was not returned, an analysis investigation could not be performed. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a breast procedure on (B)(6) 2026 and suture was used. A needle pull off issue in surgery. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. Additional information has been requested.